Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w ver 2.9d. Retainer = clear. Case type = ngp. The pump was returned for alleged battery charge lasting less than expected and battery cap damage (the metal contact is missing/broken off) found on (B)(6) 2020. The pump was received without a battery cap and passed the sleep current measurement, active current measurement, and displacement test however, the pump alarmed pump error 63 (variable info = 03) during the self test. Successfully downloaded the trace and history files using thump. Pump error 63 alarm is due to broken trace at pin 6 (sda) u1 on the keypad assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing and there were no excessive or unusual power/battery related alarms noted in the history files. The pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked retainer, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, end cap address label faded, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery charge lasting less than expected is not confirmed. Battery cap damage is unknown due to the pump being received without a battery cap however, other cosmetic damage was noted. Pump error 63 alarm is due to broken trace at pin 6 (sda) u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery issue and required new battery for every two days. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.